Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy due to t-wave oversensing. At this time, the device remains in service. No additional adverse patient effects were reported.